Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 80 events were previously reported during the reporting quarter: however, 1 event was reported in error. 79 previously reported events are included in this follow-up record. Product return status: 79 devices were evaluated based on historical data analysis.

Event description:
This report summarizes 79 malfunction events in which the device reportedly overheated. 65 events had the problem identified during a non-clinical procedure; there was no patient involvement. 14 events had patient involvement: no patient impact.

Event description:
This report summarizes 80 malfunction events in which the device reportedly overheated. 66 events had no patient involvement: no patient impact. 14 events had patient involvement: no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 79 events were originally reported for this failure mode during the reporting quarter: however, 1 event was inadvertently excluded. 80 reported events are included in this follow-up record. Product return status 80 devices were evaluated based on historical data analysis.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 79 events were reported for this quarter. Product return status: 79 devices were evaluated based on historical data analysis. Additional information: 79 devices were not labeled for single-use. 79 devices were not reprocessed or reused.

Event description:
This report summarizes 79 malfunction events in which the device reportedly overheated. 65 events had no patient involvement: no patient impact. 14 events had patient involvement: no patient impact.